Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, prior to docking, the illuminator would not turn on and error 48238 occurred. The customer reported the led on the front panel of the illuminator was not illuminated and the power switch was on. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to power cycle; however, error 297 occurred. The tse provided troubleshooting but the issue persisted. The surgeon made the decision to complete the procedure using an external illuminator. There was no report of patient harm, adverse outcome or injury. An isi field service engineer was dispatched to the facility and was able to reproduce the reported issue and verify errors 297 and 48238 in the log files. The illuminator was replaced to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. Visual inspection found the lamp module draw clip came off. The illuminator was installed onto a test system and failed to power on with errors 297 and 48238. Error 4825 indicated the illuminator failed to ignite. The ac fuse was good.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the auxiliary board on power supply failed and needs replacement. Fa also found the spring clip was loose and the front panel of the unit was scratched. Fa completed reinstallation of spring clip, replacement of front panel and membrane overlay on illuminator. Following repair, the unit was cleaned, tested and verified to be in full compliance with isi specifications.